Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
It was reported by the surgeon that the patient underwent a knee arthroplasty on an unknown side. Subsequently, the patient has tested positive for a nickel, zirconium and molbdenum allergy and may possibly undergo revision due to metal allergy.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported that the patient underwent a revision procedure due to metal allergies. The femoral and tibial components were revised.

Event description:
Upon receipt of additional information, it has been determined this has been reported under the incorrect MFR number. This will now be reported on 3007963827-2019-00041.

Manufacturer narrative:
Upon receipt of additional information, it has been determined this has been reported under the incorrect MFR number. This will now be reported on 3007963827-2019-00041.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. The following sections have been updated: if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the surgeon that the patient underwent a knee arthroplasty on an unknown side. Subsequently, the patient has tested positive for a nickel, zirconium and molbdenum allergy and may possibly undergo revision due to metal allergy. It was further reported the patient's left knee is experiencing the adverse events previously reported.